Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced syncope and asystole. It was noted that the implantable pulse generator (ipg) had no capture at the same time the syncope had occurred. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.